Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was jamming. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35r 6/box lot # 73h1600254 was manufactured on 08/15/2016 a total of (B)(4) pieces. Lot was released on 08/19/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the stapler was returned with the pawl spun out of place. This could prevent the staples from firing properly. The stapler appears used as there is biological material present on the device. The stapler was returned with 10 staples left in the cartridge indicating that at least 25 staples were fired by the end user. Reference the customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the stapler was returned with the pawl spun out of place. This could prevent the staples from firing properly. The stapler appears used as there is biological material present on the device. The stapler was returned with 10 staples left in the cartridge indicating that at least 25 staples were other remarks: fired by the end user. Reference file (B)(4) for investigation photos. The pawl was manually spun back into the correct position and an attempt was made to fire staples by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The pawl being spun around out of position could prevent the stapler from firing properly. However, once the pawl was positioned correctly, the device worked properly. The root cause of this complaint is the pawl being spun out of place. It could not be determined how or when the pawl got out of position. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it cannot be determined what caused the pawl to spin out of position. After the pawl was put back in its correct position, the stapler was able to function with no issues. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that the pawl was out of position when it left the manufacturing site. Additional method code: 26.

Event description:
It was reported that the stapler was jamming. There was no patient injury.